Event description:
It was reported that the customer's pump had an issue with getting the spring to rewind in order to get a new reservoir. Caller is babysitting two kids that are 10 and 9. Customer's blood glucose level was 587 mg/dl. Customer received a low battery alert prior to the off/no power alert. Customer's pump had off/no power alert, which prevented the pump from rewinding. Customer inserted a new battery and was able to rewind. Customer was walked through setting up a new reservoir. Caller received weak battery and then low reservoir alert. Customer has 3 bars after installing a new battery. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).